Event description:
It was reported that patient underwent signature procedure on (B)(6) 2008. The signature guides did not fit on either the femur or tibia.

Manufacturer narrative:
A retrospective review of file was performed on (B)(6) 2010. During review, determination was made that details provided meet reporting requirements of a device malfunction. As device was not returned, supplier's investigation was limited to the planning and internal documentation for the manufacturing of the guides. Findings confirmed the reported problem. However, as devices were not returned for evaluation, further review is not possible. This report submitted september 17, 2010.